Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09july2019. The manufacturer's technician sent a quote for a repair, which was not accepted by the customer. The customer stated that the event was resolved by them. No information was provided regarding the nature of the resolution. No parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with a pressure issue during servicing of the device. No patient involvement/harm.